Manufacturer narrative:
The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: · monitor wire position throughout the procedure for proper placement of the curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. There is no known malfunction related to the safari2 guidewire and no known relationship between the safari2 device and the adverse event. Additional surgical procedure, perforation and death are known potential adverse events associated with the safari2 guidewire and are listed in the instructions for use (IFU). This medwatch report is being filed as a good faith measure due to the patient death reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: per cnf, it was reported that; perforation, additional surgery outcome: death.